Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint cc#(B)(4).

Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2016 and received several cavity integrity assessment (cia) tests. The physician then viewed the cavity and "found what appears to be a cornua perforation". The procedure was aborted and the patient was discharged home. It is unknown if intervention was required.